Event description:
The patient reported blood glucose results of "39 mg/dl, 25 mg/dl, 164 mg/dl and 143 mg/dl" with the life scan meter, performed within 10 minutes of each other. The meter, test strips, ans control solution were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.